Event description:
It was reported that the machine keeps malfunctioning. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200, lot#/serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis found that the recharger was unresponsive and the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. G2. Foreign: korea. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.